Event description:
Admitted (B)(6) 2025 from outside hospital. Patient had been intubated in outside emergency department with shiley endotracheal tube (7.0). Upon arrival to facility, difficulty passing suction catheter. Endotracheal tube exchanged and removed endotracheal tube found to have a kink at approximately 17 cm in, at the site of the entry of the pilot balloon to the mid-shaft of the endotracheal tube. Identified retrospectively in 8/2025 as a possible manufacturing defect due to other occurrences and reported to FDA for tracking.